Event description:
Additional information was provided from a consumer stated that their equipment wasn't registering anything. The patient stated that they would hold the equipment two feet away and the handset would go to 90%, but then they had to push the communicator into their stomach in all different ways for a couple minutes before the equipment would connect to their pump. The patient stated that it was painful at times since they had to push the communicator underneath the pump at different angles. The patient stated that they got new equipment which was worse than the equipment before. They took their equipment to their physician today and the physician told them that they would call medtronic and ask if they could have old equipment instead of the new equipment. The physician called them back and told them to call the patient service. The agent reviewed external equipment compatibility with the patient. The patient had the pump refilled today and the physician seemed to refill the pump okay and without any issue. The patient noted that they had over half of the medicine still left in the pump today at the refill since they had not been able to connect to the pump. The patient already had the equipment connected to the pump. The agent had the patient tap and resync. The equipment was slowly retrieving pump settings and then got stuck at 90%. The agent understood that the handset was lagging at 90% and that there was not an issue with the equipment finding the pump. The agent reviewed and guided the patient through clearing the data. The agent had the patient resync again. The patient was able to connect to the pump without any lag. The patient confirmed that the issue was resolved. The patient will call back if further assistance is needed. Due to the nature of the call with the patient being upset, the agent did not attempt to collect any additional information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving dilaudid (hydromorphone) via an implantable pump for spinal pain indications for use. It was reported that their pump was replaced on (B)(6) 2025 but 'the whole time' they've had their external equipment, they've 'had trouble with it.' The patient stated that they thought it was a learning curve for them at first, but now they are pissed off about it and they are 'lucky to get half of boluses a day.' When attempting to bolus, the percentages will go to 70, 80, and 90% and not progress through. The patient stated that they will try to move the communicator for 'a couple minutes and hope it will catch, otherwise it said not connected and then they had to start all over again.' The patient was already connected to the pump in ¿myptm¿ application and read an expected 42-minute lockout with 5 boluses left today. The patient mentioned that they had only had 1 bolus today due to this issue. The agent assisted the patient in clearing data. Prior to clearing data, the patient's data was 0.98 mb. The agent assisted the patient in resyncing to the pump and patient connected well without issue and read a 35-minute lockout. The patient will monitor and call back for assistance as needed. Additional information was provided from a consumer (con) stated that they still were having trouble. The agent had the patient close the ¿myptm¿ and relaunch. The patient reported ¿no device found¿ but did not have the communicator on and over the pump yet. The patient turned on the communicator and positioned the communicator over the pump. The patient saw ¿no pump response¿. The agent tried to explain the meaning of the screen, but the patient cut off the agent while speaking. The patient confirmed that they were able to successfully bolus. The patient claimed this was the first successful bolus of the day. The agent advised considerations to close the ¿myptm¿ after use. The patient stated that without boluses they "can't walk". The agent recommended the patient discuss medical concerns with their healthcare provider (hcp). The patient disconnected the call. Additional information was provided from a consumer (con) stated that they were upset with his equipment and that they were again not working. The patient stated that he saw 356 all morning long and could not get his boluses. During the call, the agent confirmed that the patient has reset and closed all applications and cleared data. The patient was able to get bolus on phone but again requested equipment. The agent reviewed message may still appear on replaced equipment. The agent sent request to repair.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID tm90t0 (unknown serial/lot); product type: 0001-accessory; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.